Event description:
Resident was being removed from saf lift chair by two certified nurses aides; resident leaned forward and safety belt buckle gave out. Resident fell to the floor and injured her head. Resident needed stitches for her head.